Event description:
It was reported that the device was working intermittently and was laboring. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 5/18/2007 and was last repaired on 9/28/2012 for service and calibration. Evaluation of the device observed the device to be erratic. Prior to repair, the device was outside calibration specifications at the zero thickness setting on the right side and the side to side. The device was also out at the 0.0100" thickness setting on the left side. In post-repair, corrosion of the exterior motor casing was observed. The motor operated erratically, but was within motor voltage specification. Given the corrosion on the motor casing, it is likely that the interior of the motor was corroded as well, which likely caused the device to become erratic and could have caused intermittent operation; however, the customer's reported event of the intermittent operation could not be reproduced. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization of the unit most likely allowed moisture to enter the handpiece. In addition, improper handling likely caused the lack of calibration of the device. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the motor. The device was serviced and returned to the customer.